Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was found to be in back-up mode. The ICD was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in backup mode with intermittent telemetry communication. Analysis of the device image could not be performed because the image could not be saved due to the intermittent telemetry communication, and no other sources of data were available. Additional field information was requested but was not available at the time of analysis to determine the cause of the reset condition.